Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K031216. Investigation: samples received: 80 unopened pouches and one opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 144 units of this code-batch. There are no units in our stock. We have received 80 unopened pouches and 1 open and unused sample, with one of the 4 sutures with the needle detached from thread for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the b. Braun surgical (bbs): 0.090 kgf in minimum and 0.261 kgf in maximum (bbs requirements: 0.080 kgf in minimum and 1.700 kgf in maximum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the needle detaches easily. The reporter indicated that the needle detaches too easily. The reporter stated that this has happened with two different lots. Additional information was not provided, however, has been requested. Associated medwatch: 3003639970-2019-00656